Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message after 1 day of wearing the adc freestyle libre 2 sensor. The customer experienced dizziness, was unable to self-treat, and treated with a glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported, receiving a "replace sensor" message. After (B)(6) day of wearing the adc freestyle libre 2 sensor. The customer experienced dizziness, was unable to self-treat. And treated with a glucagon injection by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported sensor (B)(6) was returned and an investigation was performed. Visual inspection of the returned sensor patch was completed, and no issues were observed. Data was extracted from the returned sensor using approved software. The sensor was found to be in sensor state 6 (indicating abnormal termination). And it was noted, that a brownout reset event was internally logged in the sensor's software (indicated by an event code 21). The plug assembly was inspected, no failure mode was observed. Further investigation was performed. The sensor was de-case and evidence of corrosion was observed, on the pcba (printed circuit board assembly). Therefore, this issue is confirmed, as a result of a brown-out reset with corrosion on the pcba. All pertinent information available to abbott diabetes care has been submitted. Additional information- section g1: (contact office first name, contact office last name, contact office phone number and contact office email) have been updated from erica frank, +510-424-2454, erica.frank@abbott.com to audra fuentes, +1 510-749-5297, audra.fuentes@abbott.com.